Event description:
On 06/19/2024, znyo medical received a report that during the preventive maintenance (pm), the device was giving constant air in line message. No patient involved reported.

Manufacturer narrative:
There are previous complaints (B)(4) on the device. This pump underwent routine maintenance testing by "intuvie" provider where it was the pump was giving constant air in line message. Replacing the sensor confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).